Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 12oct2018 to assess the instrument test well images in question and determined that they were visually negative. An immucor field service engineer (fse) visited the customer site on 02oct2018 to assess the testing instrument in question, which was determined to be performing as expected. (B)(4).

Event description:
On 26sep2018, an immucor employee reported on behalf of a customer site some unexpected capture antibody testing performed on an echo lumena instrument on (B)(6) 2018.